Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient brought their mobile power unit (mpu) to the clinic because it had been giving random alarms when connected to power. As soon as the patient connected the mpu in the clinic, numerous power related alarms began showing up on the controller screen. Those alarms were: low battery alarm, replace backup battery alarm, and connect to power alarm. It was reported that the alarms would continuously go off one after the other while the patient was on mpu power. The patient was connected to a different mpu and no alarms occurred during 15 minutes of observation. Thus, the patient was issued a new mpu. No pump stops were reported during this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed that the mobile power unit ((B)(6)) was manufactured in accordance with mfg. And qa specifications. (B)(6) was shipped to the customer on 11may2021. Section 2 entitled "how your heart pump works" of the heartmate ii lvas patient handbook with mpu states: "do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible". Section 3 entitled "powering the system" states: "inspect the mobile power unit patient and power cables for damage. Do not use the mobile power unit if either cable shows signs of damage". The ¿low battery power¿ alarm condition is addressed in section 5 entitled "alarms and troubleshooting" of the heartmate ii lvas patient handbook with mpu. Heartmate 3 patient handbook and heartmate 3 instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook with mpu and heartmate ii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: cracked bottom housing. The reported event of a connect power alarm was confirmed. The reported alarm connect power was reproduced during the analysis of the returned heartmate mobile power unit (B)(6). The returned mpu (serial number (B)(6)) was tested alongside known working test equipment, and an advisory connect power alarm was reproduced on test system controllers while the mpu was in use. The issue was isolated to the mpu¿s patient cable. The patient cable was replaced with a new component, then the mpu was functionally tested and was found to perform as intended. The serviced and repaired mpu was returned to the customer site after passing all tests per procedure. Further evaluation of the original patient cable revealed the inner conductor breakdowns. When the internal wires were measured, several open and increased resistance in the other wires were confirmed. The open circuit wires represent the negative lines, the rsoc lines, and the communication lines. When the outer insulation was removed, it was confirmed that the inner conductors were severed. The cable had no damage to the outer jacket. The root cause of the reported event was determined to have been wire fatigue within the mpu¿s patient cable; the root cause of the wire fatigue appears to be consistent with the repetitive flexing and movement of the patient cable over time. No further information was provided. The manufacturer is closing the file on this event.